Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during physical activity on 17-may-2024. The infusion set was in use for less than 1-1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.